Event description:
It was reported that during an abdominoperineal resection procedure, while the device was being used to resect the colon, after the first firing, it was found that the staples on the middle part (about 3 cm) although deployed, were unformed. The other staples were formed properly. Reinforcement material was not used. The doctor did not feel any difficulties at firing. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.